Event description:
It was reported that the 9800 system went into subtraction mode during a case. The subtraction mode was unselected and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep preformed an on site investigation. The failure could not be duplicated. The hand switch was installed during the service call. The system was tested and found to be working as intended and put back into service.